Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated no further actions have reported. It was also reported whether the patient's symptoms/infection was resolved was unknown but no further issues have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi sankyo regarding a patient who was receiving gabalon at an unknown concentration and dose via an implantable pump for cerebral infarction. It was reported that the pump implantation procedure was performed on (B)(6) 2018 and as of (B)(6) 2018 there was no problem with postoperative observation. The effect on spasticity was good. By (B)(6) 2018 the patient developed fever and subcutaneous retention in the pocket of the abdomen was identified. Only c-reactive protein increased and as of the date of the initial report the physician was waiting for the result of the culture. It was being confirmed whether infection occurred or not. Judged from the postoperative period, the causal relationship with the procedure could not be denied, according to the physician's assessment. At the time of the report the outcome of the event was unrecovered. On (B)(6) 2018, additional information was received via the attending physician's assessment. It was reported that regarding the culture results, the result of subcutaneous retention liquid was positive at the first time, but the result was negative at the second time. There was a possibility of contamination, but it was hard to say that infection occurred. Cultures of the cerebrospinal fluid were performed twice, but the results were both negative. Meningitis was denied at this point. The patient had a feeling of the drug effect on spasticity. The dosage was decreased after considering removal of the system due to infection, but there was a tendency to increase the dosage according to the patient¿s request. The patient has been placed under observation for a while.